Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Most likely underlying root cause of malfunction: client is testing with expired test strips.

Event description:
Customer complains of low results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 100-111mg/dl fasting. Verified test strips were expired 08/31/2015. Customer's did not disclose storage of test strips, does not recall when vial was first opened. Reviewed meter memory: 1:27 mg/dl n/a 12:00:00 pm fasting:yes; 2:111mg/dl n/a 12:00:00 pm fasting:yes; 3:127mg/dl n/a 12:00:00 pm fasting:yes; 4:74 mg/dl n/a 12:00:00 pm fasting:yes; 5:71 mg/dl n/a 12:00:00 pm fasting:yes. Memory concerns: customer is concern with the results that she took today 27mg/dl. Customer strips are expired and she is not sure when she started to use these strips.